Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset process, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction appeared again, which caller understood.